Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during an emergency patient procedure, using a gs pgvl video monitor, the monitor had a damaged / loose connector and intermittently, no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the no image failure was duplicated. The fault was determined to be a faulty scope fuse in the monitor. The returned baton was connected to the customer's monitor; there was no image and the "video 1, no signal" error message appeared. The customer's baton was connected to a verathon test monitor, the image had static lines throughout and when the cable was manipulated, the image flickered and jumped around. No repair possible. The baton required a replacement. The monitor needed the scope fuse replaced. The device was not under warranty and was returned to the customer.